Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/2016 using the pod 5 / page 44 warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 107 warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). 2. Contact your healthcare provider. Inspect the infusion site daily at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device. The patient was taken to see a doctor at the urgent care for an infection the patient was treated with an antibiotic. A new pod was applied with no other issues.